Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that forceps control lever did not move smoothly due to deformation; grip, upward/downward angulation control knob, right/left angulation control knob had discoloration; switch box, plug unit, universal cord have scratched; air water cylinder, suction cylinder had no color; mouth piece had corrosion; scope connector cover unit had corrosion due to water leakage; cover of light guide bundle was damaged; light guide lens had a crack; distal end was shaved; adhesive around objective lens had cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in air water cylinder and air water tube, stain inside the light guide lens and residual liquid at distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. It was also found that the lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. Which resulted in humidity invading the lens. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. 3.3 inspection of the endoscope reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.